Event description:
The nursing home nurse reported a 2240 alarm during drain 4/6 of automated peritoneal dialysis treatment with the homechoice machine. The nurse reported that the pt had accidentally disconnected the pt line during treatment. The treatment was discontinued and restarted with new supplies. There was no pt injury or medical intervention associated with this incident according to the nursing home nurse.